Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that a revision procedure was being performed due to high shock impedance measurements greater than 200 ohms on the right ventricular (rv) lead. A new rv lead was implanted and all measurements were appropriate prior to connecting the lead to the chronic device. When the new rv lead was connected to the chronic device, the shock impedance measurements were greater than 200 ohms and there was a drop out of pacing in this pacemaker dependent patient. The device header was examined and found to be broken. When the header was manipulated, the drop out on pacing was observed. As a result, the device was explanted and a new device was implanted. The chronic rv lead exhibited appropriate measurements with the new device and remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. High power visual inspection noted that the header was loose on top of the device case. There was no medical adhesive on the device case and all the medical adhesive was still on the bottom of the header. Electrocautery marks were noted in the header. Review of the memory noted shock impedance measurements greater than 2,000 ohms during the implant time. However, there were no out of range measurements in the daily measurements during the implant time. X-ray noted two feed thru wires were fractured. During impedance measurement testing, the header was flexed and high pace and shock impedance measurements were observed. As a result, the clinical observations were confirmed.